Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient on approximately (B)(6) 2025, the patient did not experience any symptoms, however their cgm was displaying inaccurate hypoglycemic and hyperglycemic values. It is not known if the patient self-treated based on the cgm readings. The patient stated soon after, they patient experienced low blood glucose levels and was ¿raving¿ and was ¿saying nonsense¿. An ambulance was called by the patient¿s wife, and the patient was brought to the emergency room due to severe hypoglycemia, which was not displayed by the cgm device. The patient arrived at the hospital at 6:50am. At the hospital the patient was treated with intravenous glucocemin 33%. The patient was discharged the day after the event at 08:24am. At the time of the report the patient was stable. No other details were documented and attempts to contact the clinic for further information were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.